Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Firmware upgrades were done to the instrument in question. Customer feels issue is resolved. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 2 false negative sars results. Customer states the samples tested sars positive on 2 other instruments in the facility using the same test. No further confirmation testing was performed and symptomatic status of patient is unknown. Report 1 or 2.